Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a (right) 375cc mentor memorygel breast implant and a (left) 450cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. As a result, the patient underwent bilateral capsulectomies, bilateral breast implant exchange with unspecified implants, and bilateral breast lift (mastopexy) on (B)(6), 2022. It was assessed that per the bilateral mastopexy, the patient also experienced anisomastia on the left breast. This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2022-01203.

Manufacturer narrative:
On march 9, 2022, mentor became aware that the suspect medical device has been received under another complaint file on february 15, 2022. On march 9, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 450cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was noticed within the crease/fold on the posterior view, measuring approximately 0.2 cm. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.